Event description:
It was reported that during the troubleshooting for an unrelated alarm on the homechoice device, the home patient (hp) stated they saw air in the patient line during fill one of four of peritoneal dialysis therapy. The hp was connected at the time of the event. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported issue. The technical service representative reviewed proper procedures and advised the hp to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.